Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a flexible shaft f/drill bits (part # nt419r) was used during a procedure performed on an unspecified date. According to the complainant, the shaft broke while drilling bone. The shaft broke into two (2) pieces; one (1) piece remained attached to the drill, while the other detached into the patient. The separated section was removed from the patient with the drill bit intact. The flexible shaft was the only part that was broken. No backup device was available, so the physician proceeded a backup device was not available, so the surgeon had to push really hard until he got a bite in the bone which allowed the screw to self-tap into the bone. Reportedly, the device was being used as intended. Although the doctor may have been a little rough with it, no other occurrences were observed during the approximate twenty (20) to thirty (30) prior cases where this device was used. Although an additional medical intervention was necessary, no patient complications were reported as a result of this event. The adverse event is filed under aic reference (B)(4).

Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.